Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have bronchitis, shortness of breath, cough and intrapulmonary foci in lungs. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have bronchitis, shortness of breath, cough and intrapulmonary foci in lungs. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have bronchitis, shortness of breath, cough and intrapulmonary foci in lungs. The patient was hospitalized. After receiving additional information it was determined by the manufacture clinical expert that the previously submitted report should have been filed as product problem only. Nodule in lungs and hospitalization were not related to the device usage. The device is not returning to the manufacturer for evaluation. The patient refused to return the device to philips for inspection. The manufacturer did not receive contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported as product problem in previous report. After further review the manufacturer determined as serious injury.